Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. Data logs were reviewed which showed immediately after bootup, the console displayed the message: ¿controller failure (purge pressure sensor defective) ¿ alarm,¿ event #418. After the console was shut down and restarted manually, it again displayed event #418, this confirms the reported failure mode. This console was returned for evaluation and the controller failure alarm could not be reproduced. The purge pressure accuracy did not meet the criteria per the pm procedure (0042-7309). At an applied external pressure of 100 mmhg, the console measured 87 mmhg, which is below the minimum required of 90 mmhg per the criteria. The original purge pressure sensor output voltage at line 7 of connector j3.4 was 0.40v (without the disc inserted), while the output of the known good purge pressure sensor on the test fixture was 0.49v (without the disc inserted). Upon replacing the original purge pressure sensor with a known good sensor on (B)(6), the sensor output without the disc inserted was 0.49v. The root cause for the controller failure was most likely defective purge pressure sensor. Corrections to the initial MFR report: d2 corrected common device name

Event description:
The automated impella controller (aic) presented ¿purge system has stopped. Switch to back up controller¿ alarm. The aic was replaced successfully and the procedure was then completed. No patient was involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.